Event description:
It was reported that the patient had two separate inappropriate shocks due to oversensing myopotential noise. Technical services recommended some testing. There were no additional adverse patient effects. The device remains implanted.